Manufacturer narrative:
A site service visit was completed and a component of the superdimension system, uninterrupted power supply was replaced and returned for evaluation, the evaluation resulted in no problem found. A component of the superdimension system; case recordings, were also returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab therefore no conclusion could be made. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax during a superdimension enb procedure. A chest tube was inserted and the patient was hospitalized. At the start of the procedure, the site reported the system would not power up and they had to manually power on the uninterrupted power supply; however it powered up without issue after manually powering the power supply. If additional information is received a follow-up report will be submitted.